Manufacturer narrative:
Device is a combination product. (E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element plus,mr,ous 3.00x28mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.00x28mm promus element drug-eluting stent was selected for use. However, it was noticed that the stent was already released outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent was accidentally deployed during preparation.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 3.00x28mm promus element drug-eluting stent was selected for use. However, it was noticed that the stent was already released outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.